Event description:
It was reported that the loaner was sent in for maintenance. During inspection and test, this unit was found in need of repair. There was no patient involvement. Due diligence is complete. At product evaluation investigation the mesher comb was found to be damaged. No adverse events were reported as a result of this malfunction. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the comb was damaged and the bottom roll and gear were worn. The comb, gear, bottom roll, and washers were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.